Manufacturer narrative:
Concomitant medical products: 0185 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, a remote transmission report indicated possible high lv threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.